Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an elevated blood glucose of 277 mg/dl after consuming a larger snack that was not announced as a meal while using the ilet system; the glucose trended downward during the call and returned to range, and no device alerts occurred because the duration above range did not meet the alert threshold. Symptoms included none. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included case review and user education on proper meal announcements and pump use. Investigation of this case revealed no device malfunction, with the event attributable to a missed meal announcement and subsequent resolution through the pump¿s correction algorithm. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.